Manufacturer narrative:
There were five units associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events.

Event description:
It was reported that at incoming inspection at distribution, pin holes were observed in the product packaging. No adverse consequences were reported.